Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post-implant procedure that high capture threshold, decreased r-wave sensitivity and dislodgement were observed on the right ventricular lead, the patient was asymptomatic. It was noted that x-ray imaging confirmed micro-dislodgement. The lead was repositioned. The patient¿s condition before, during and post procedure was stable.